Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported the patient was having an issue with the pump and the patient was in the emergency room last night ((B)(6) 2017). The patient stated the last 2 1/2 weeks they have been having severe pain and spasms. The patient went to the emergency room (ER) at 11pm last night ((B)(6) 2017). It was noted that the patient was watching a race on (B)(6) 2017 and could not even sit very long. The patient was bowed over from the spasms and the pain, and was nauseated from the pain. It was noted the patient was more severe than they have been in a long time. The ER gave them a shot of dilaudid and an oral muscle relaxer which was new. The patient went home to rest because they were exhausted. It was stated the patient went home and got some rest, but woke up in the morning and was back at stage one as the medication was wearing off. The patient's pain level was at an 8 and was climbing. The patient was referred to have a magnetic resonance imaging (MRI) and has not had one yet. The patient is back at stage one for the pain. Event date was (B)(6) 2017. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4) difficulty getting medication in pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided stated that the patient had not had any falls/accidents/medical procedures recently.